Event description:
The following was reported: loose contact video image. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection of the returned device, the error description provided by the customer " loose contact video image." Was not confirmed. In total the following defects were detected: ---blade worn. ---housing worn. ---cover worn. ---plug worn. ---led lights up dimly. The device passed the quality test at the time of delivery. The technical inspection did not reveal the fault described. However, several defects were found that could have led to image errors. The signs of wear on the blade, the housing on the cover and the plug may have caused a loose connection, which could have led to a brief loss of image. It was also found that the led no longer shows full light intensity. These faults indicate improper use of the product. This event is filed under internal complaint ID (B)(4).